Event description:
Defibrillator paddles sparked during a defibrillation attempt. Defib-pads and the defibrillator were replaced, and the paddle sparking stopped. Continued defibrillation attempts were unsuccessful, and the pt expired.